Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (gong alarms and service code 204-belt/monitor unusable) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test and displayed service code 204 (belt/monitor unusable). The cause for the failure was isolated to an open white pulse wire and an intermittent open yellow (pgnd) wire in the trunk cable. The root cause for the open wire was excessive force. No adverse events occurred from the damaged electrode belt.

Event description:
A us distributor reported that a patient was experiencing gong alarms and service code 204-belt/monitor unusable.